Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary -- the complaint device associated with this report was not received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested on 05/10/2007 and on 05/25/2007 by mail. This report was mailed to the FDA on: 05/16/2008.

Event description:
A surgeon reported vacuoles in the lens after implanting. There was no patient impact reported. Additional information was requested.